Manufacturer narrative:
(B)(4) for the reported event: generator failure to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination and the inspection found one of the rubber foots was missing from the device and the tamper proof seal was present but broken. The device passed power-on self-test, rf delivery test, pad connector continuity test, and pad over-current shutdown test. Additional environmental stress testing was performed at high and low temperature, high and low voltage margin, and during vibration and the device was found to be within specifications. The device passed all performance criteria of the final test procedure. As the device was within all specifications, the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13363 addresses the rf3000 radiofrequency generator, and manufacturer report# 3005099803-2013-13730 addresses the leveen coaccess electrode. It was reported to boston scientific corporation on (B)(6) 2013 that an rf3000 radiofrequency generator and a leveen coaccess electrode were used during radiofrequency ablation (rfa) of a patient¿s right kidney on (B)(6) 2013. According to the complainant, the generator was on; however energy was not being delivered to leveen electrode. Therefore, roll-off could not be achieved. No error codes were observed. The procedure was not completed due to this event, and the procedure is going to be rescheduled. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13363 addresses the rf3000 radiofrequency generator, and manufacturer report# 3005099803-2013-13730 addresses the leveen coaccess electrode. It was reported to boston scientific corporation on october 16, 2013 that an rf3000 radiofrequency generator and a leveen coaccess electrode were used during radiofrequency ablation (rfa) of a patient¿s right kidney on (B)(6) 2013. According to the complainant, the generator was on; however energy was not being delivered to leveen electrode. Therefore, roll-off could not be achieved. No error codes were observed. The procedure was not completed due to this event, and the procedure is going to be rescheduled. The patient's condition at the conclusion of the procedure was reported to be stable.